Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female/chronic pain/lower left pelvic pain') and cholecystectomy ('other, please describe: gall bladder removal surgery'). In a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: blood pressure high. Concurrent conditions included: multiple allergies and asthma. Concomitant products included: lisinopril and montelukast sodium (singulair). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient underwent cholecystectomy (seriousness criterion medically significant), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, type: acid reflux"), irritable bowel syndrome ("irritable bowel syndrome") and lactose intolerance ("lactose intolerance"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and dyspareunia was resolving. And the cholecystectomy, abdominal pain, menorrhagia, gastrointestinal disorder, migraine, headache, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome and lactose intolerance outcome was unknown. The reporter considered abdominal pain, cholecystectomy, dysmenorrhoea, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, irritable bowel syndrome, lactose intolerance, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted, as reported in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, total bilateral occlusion. Imaging procedure: on (B)(6) 2010, essure confirmation test(s) conducted. Specify, result: bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain / lower left pelvic pain') and cholecystectomy ('other" please describe: gall bladder removal surgery') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included multiple allergies and asthma. Concomitant products included lisinopril and montelukast sodium (singulair). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient underwent cholecystectomy (seriousness criterion medically significant), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), irritable bowel syndrome ("irritable bowel syndrome") and lactose intolerance ("lactose intolerance"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain and dyspareunia was resolving and the cholecystectomy, abdominal pain, menorrhagia, gastrointestinal disorder, migraine, headache, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome and lactose intolerance outcome was unknown. The reporter considered abdominal pain, cholecystectomy, dysmenorrhoea, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, irritable bowel syndrome, lactose intolerance, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2011 (discrepancy noted as reported in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Imaging procedure - on (B)(6)2010: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Lab data added. Concomitant condition added. Events ; gastrointestinal or digestive system condition type: acid reflux, abnormal bleeding (vaginal), dysmenorrhea (cramping), irritable bowel syndrome, lactose intolerance were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain') and cholecystectomy ('other" please describe: gall bladder removal surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headache") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, cholecystectomy, dyspareunia, abdominal pain, menorrhagia, gastrointestinal disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, cholecystectomy, dyspareunia, gastrointestinal disorder, headache, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), other injuries/symptoms: gi conditions, migraines, headaches, gall bladder removal surgery was added. New reporter, plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.